Event description:
The customer reported that the nurse call alarm connected to the 840 ventilator failed to alarm. The 840 ventilator was alarming at the time of the event. There was no pt harmed or injured as a result of the event. Covidien inspected the device and found the nurse call connection on the graphical user interface (gui) was broken. Covidien replaced the gui pcb. The ventilator passed all testing.

Manufacturer narrative:
(B)(4).